Manufacturer narrative:
Product investigation summary: the following parts were received for evaluation in relation to this complaint: part 440.834s / lot 9523801; part 413.385 / lot 9572994; part 413.320 / lot 9605710; part 413.340 / lot 9337653; part 413.344 / lot 9617819; part 413.350 / lot 9497817; part 413.360 / lot 9611709; part 413.370 / lot 9622097. The parts were received in a used condition rendering them partially functional and partially damaged. One (1) screw has a broken off screw head. The exact causes for this incident were not described in the complaint, nor were x-rays available. It is also unknown why the screws were backing out. The complaint situation could not be replicated, since the exact mode of failure is not described. The provided information does not allow a proper root cause investigation of the given damages. However, the description indicated that the damages happened postoperative thus requiring revision surgery. The surgical technique states the importance of using a torque limiter to tighten the screws with the appropriate torque to both guarantee construct stability as well as avoiding cold welding due to over torque. Not tightening the screws with the indicated torsion compromises the construct stability and may support the reported complaint situation. This is supported by the fact that the thread in the screw head seems to be intact while the screw shaft shows significant damage. This may have been caused by friction between the plate hole and the backed-out screw. The provided information does not allow a proper root cause investigation of the given damages. No product fault could be detected. No corrective action required. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Part 440.834s, lot 9523801: manufacturing site: (B)(4). Manufacturing date: june 25, 2015. Expiry date: june 01, 2025. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a screw had become damaged in situ and broke when it was being removed. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter. This report is for unknown plate tomofix/unknown lot number. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(4). (B)(6). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that: high tibial osteotomy (hto) procedure. Screws were backing out and revision was required. Spare tomofix device was available. Implanted (B)(6) 2015 explanted (B)(6) 2016. This comlaint involves two parts. This report is 1 of 2 for (B)(4).